Manufacturer narrative:
Customer reported that a pyxis anesthesia es system stopped responding during a cesarean section procedure. Customer reported that there was a 5-to-8-minute delay to patient care. Patient did not suffer any pain. There was no patient harm reported. This event is recorded on complaint number (B)(4) a field service technician evaluated the device and was unable to replicate the reported issue. The field service technician completed hardware and software system checks and confirmed the device is operational; customer confirmed.

Event description:
Customer reported a pyxis anesthesia es system froze during a procedure. No patient or user harm was reported. They were able to remove meds from another device.